Event description:
On june 9, 1999, a mononuclear cell (mnc) procedure was completed, in about 3 hrs. W/o alarms. It was stated the outpatient experienced a mild citrate reaction, during the procedure, which was treated with 500 mg of calcium, orally. A total of 10 l of wb was processed. At completion of the procedure, when the kit was removed, blood was noted in the centrifuge. The blood bank (bb) indicated they felt the pt had lost,approximately, 500 ml of blood as a result of this leak. The bb visually examined the kit and stated they found a micro-leak at the top seal of the separation chamber. The patient was released in good condition, with the advice to monitor his tempature.